Event description:
It was reported that during an unknown procedure, the jaws did not fire properly due to misalignment. It is not known how the procedure was completed. No adverse event on the patient was reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the device was returned with one jaw disengaged from the cam and a bag with an unformed clip was received; in addition a written note "cleaned, faulty instrument-not firing" was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; this condition would not allow the jaws to collapse in order to form the clips. Finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam, may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what point were the jaws damaged? At what firing did the jaws become damaged? Was the device fired after the damaged jaws were noticed? What was the shape of the clip? Were there any unusual noises heard?